Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿sterile contents of kit are sterile unless package is opened or damaged, except for povidone-iodine swabs which are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: this product contains natural rubber latex which may cause allergic reactions. Assembled in (B)(6) bard and touchless are registered trademarks of c.r. Bard, inc. Or an affiliate". (B)(4).

Event description:
It was reported that the kit was missing the iodine packets.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the kit was missing the iodine packets.